Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the screw of t12 and l1 backed out. Therefore, the surgeon planning the revision surgery on (B)(6) 2016. After surgery, the patient was not using the corset.

Manufacturer narrative:
Complaint history review; device history review; risk assessment. Review of manufacturing records revealed no manufacturing issues, as all products met specifications. Device was not returned. The root cause cannot be determined conclusively, as the device was not returned.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the screw of t12 and l1 backed out. Therefore, the surgeon planning the revision surgery on (B)(6) 2016. After surgery, the patient was not used the corset.